Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU), suture deployment, step 1: advance device and lift lever to open foot, step 2: depress plunger to deploy needles, step 3: pull back plunger to deploy suture, step 4. The reported difficulty appears to be related to the user error. The patient effect, unexpected medical intervention and surgical intervention appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, the proglide device was advanced, the foot was opened and the device was pulled against the vessel wall. The plunger was depressed; however, when pulling back the plunger, the physician pulled back on the entire device with the foot still in the open position. The device as was not pulled all the way out of the artery; therefore, it was readvanced. The foot was then closed and the device was removed. There was significant bleeding from the artery. A larger sheath was put in and manual arterial compression was applied. Another femoral angiogram was taken and a dissection was noted. A vascular surgeon was being called; however, as there was not one onsite it was going to take awhile. An endarectomy with patch ended up being done the same day. There was a reported clinically significant delay in the procedure or therapy due to the dissection. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 clarifier - failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.